Event description:
It was reported that there was no flow on the arctic sun device upon start up. Per troubleshooting wih ms&s, the nurse was advised to disconnect all connections and the fluid delivery line and then restart the device. The flow rate was 1.4l/min and then stopped. The nurse was advised to change the device, and if that did not fix the issue then to change the pads. Per follow up with nurse amelia via phone on 19nov2018, the issue was isolated to the pads. The pads were replaced with a new set, and the patient was continuing therapy on the device with no further issues. The device was not swapped and was kept in service.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no flow on the arctic sun device upon start up. Per troubleshooting with ms&s, the nurse was advised to disconnect all connections and the fluid delivery line and then restart the device. The flow rate was 1.4l/min and then stopped. The nurse was advised to change the device, and if that did not fix the issue then to change the pads. Per follow up with nurse (B)(6) via phone on 19nov2018, the issue was isolated to the pads. The pads were replaced with a new set, and the patient was continuing therapy on the device with no further issues. The device was not swapped and was kept in service.